Event description:
Customer reported an over infusion of dilaudid. An event log review was requested to determine user programming. The intended programming for the dilaudid infusion was the oncology profile, concentration 4mg/ml. The user reported the infusion programed using the med-surg profile with a concentration of 1mg/ml. No pt harm reported and no medical intervention required. Although requested, no further event or pt details provided.

Manufacturer narrative:
(B)(4). Device event logs have been received but the eval has not begun. A f/u report will be submitted once the failure investigation has been completed.